Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc does not start. The fse troubleshooted the host pc and found that the system was switched on, but the host pc did not power up. When the host pc was manually started, the system booted up without any problem. The fse installed new host pc and noticed that a blue screen occurred twice during the function test. As a part of repair activity, the fse replaced bios battery in the old host pc and installed the old host pc again. After the replacement of the bios battery in host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that system was not starting up. No harm has been reported to philips. A philips service engineer inspected the system on site. Troubleshooting was performed, the system was switched on but host pc did not power up. Manually start the host pc, system boots without problems. Logs analyzed, no entries. New host pc installed, blue screen occurs twice during function test. Replaced bios battery in the old host pc. Old host installed again. Function test performed. The system corresponds to the manufacturer's specifications in the tests performed and is ready for clinical use.